Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that there electrodes 5 and 9 with impedances <(> <<)>50ohms. They used 0 as a reference and they did not show up but if they changed it to 5 there was one that was <(><<)>50ohms. They were running impedances at 0.7v. The patient was programed using electrode 5 but not 9. The voltage was increased and re-ran impedances they saw <(><<)>150 for electrodes 5 and 9 showing 885 ohms. If they saw 8/5 was showing 706 ohms, and 9/8 showing 706 ohms. They saw two 810s on 8/12 and 8/13 and two 782s at 8/7 and 8/14. It was noted that when they turned stimulation off they still felt the pain and it was a constant pain. The patient denied any falls or traumas but had been managing new responsibilities at home with picking up grandkids. They were having new pain underneath their actual stimulator location. The patient did not have pain since it was implanted and then it came suddenly. This seemed to be aggravating the sciatic nerve. The patient was still having pain in her hip and down her leg. The patient was currently having an x-ray on the device. The x-rays were negative visually for any lead fractures, migrations, or disconnections from the stimulator. The patient was given a diagnostic injection for anesthetic (lidocaine) at the area of pain. The paint resolved and unrelated to stimulator or placement of the stimulation or to low impedances. If additional information is received, a follow-up report will be sent.